Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without user input. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'turn off without user input'. A review of the event history log identified 'improper shutdown! Messages, and it was duplicated during evaluation by troubleshooting the device. The cause was determined to be corroded battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.